Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead encountered a decline in sensing measurements as well as a rising threshold. As a result, surgical intervention was undertaken during which time the original lead was capped and a new lead implanted. As such, there were no visual lead issues during the procedure. There were no patient symptoms reported. The patient is in stable condition.